Event description:
Reportedly, during installation of the subject smartview at the patient¿s address, the patient powered the 3g adapter to the landline, as well as the subject home monitor. When the home monitor was turned on, the light on the 3g adapter did not flash or blink. After ten minutes the light was still off. Additionally; the status light on the subject home monitor was lighting in red and the home monitor was not operating. After this issue, the 3g adapter was tested with another home monitor and normal operation was confirmed. On 27 march 2019, the subject home monitor was tested at the japanese distributor, and the reported issue could be reproduced.

Manufacturer narrative:
The type of the device (d2 field) has been corrected. Please refer to the attached analysis report.

Event description:
Reportedly, during installation of the subject smartview at the patient's address, the patient powered the 3g adapter to the landline, as well as the subject home monitor. When the home monitor was turned on, the light on the 3g adapter did not flash or blink. After ten minutes the light was still off. Additionally; the status light on the subject home monitor was lighting in red and the home monitor was not operating. After this issue, the 3g adapter was tested with another home monitor and normal operation was confirmed. On (B)(6) 2019, the subject home monitor was tested at the japanese distributor, and the reported issue could be reproduced.

Manufacturer narrative:
This report contains the same information as the one provided in the inital report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, during installation of the subject smartview at the patient¿s address, the patient powered the 3g adapter to the landline, as well as the subject home monitor. When the home monitor was turned on, the light on the 3g adapter did not flash or blink. After ten minutes the light was still off. Additionally; the status light on the subject home monitor was lighting in red and the home monitor was not operating. After this issue, the 3g adapter was tested with another home monitor and normal operation was confirmed. On (B)(6) 2019, the subject home monitor was tested at the (B)(6) distributor, and the reported issue could be reproduced.